Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As the device was not returned for analysis. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The absolute pro device is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that during the procedural preparation, the seal in the inner packaging for a 9x40mm absolute pro self-expanding stent (ses) was noted to be open and unsterile. A non-abbott stent was used and the procedure was completed. There was no patient involvement nor clinical delay. No additional information was provided.

Manufacturer narrative:
H11: subsequent to filing the previous report, additional information was received. Therefore, update to additional mfg narrative: the device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As the device was not returned for analysis, the investigation determined a conclusive cause for the reported unsealed device packaging cannot be determined. Additionally, it is possible that the device was stored inadequately during storage at the account resulting in the reported ambient temperature problem; however, this could not be confirmed. The investigation was unable to determine a conclusive cause for the reported ambient temperature problem. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information received: h6: medical device problem code 2878 added.

Event description:
It was reported that during the procedural preparation, the seal in the inner packaging for a 9x40mm absolute pro self-expanding stent (ses) was noted to be open and unsterile. A non-abbott stent was used and the procedure was completed. There was no patient involvement nor clinical delay. Subsequent to the initially filed reports, additional information was received and it was noted that the ambient temperature indicator on the package was noted to be black. No additional information was provided.